Manufacturer narrative:
(B)(4): the patient experienced peritonitis in the end of 2013. A batch review was conducted for potentially associated lot numbers h13d08067, h13d30020 and h13e31025 with no issues detected during manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
This is report 2 of 2. It was reported that a patient experienced coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.